Event description:
It was reported that during an unknown procedure, the clips were described as not forming correctly. There were no patient consequences. Case completed with another device of the same product code. Clips were implanted.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.